Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm and cracks on the insulin pump. Customer's father stated that it was worn on the customer's back and it has been overheating. Caller was advised that the pump will need to be replaced and that the customer may continue to use the loan device until the pump is delivered.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. No high temperature was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.